Manufacturer narrative:
It was reported in a research article that amplatzer pfo occluder was implanted in the patient with unknown co-morbidities. It was then reported on an unknown date about 1.4 years post-procedure, the patient experienced an ischemic stroke which they recovered from. The patient was not on antithrombotic therapy at the time of event, there was no shunt/thrombus associated with the device through transesophageal echocardiography, and no atrial fibrillation was noted. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: antithrombotic therapy duration after patent foramen ovale closure for stroke prevention: impact on long-term outcome

Event description:
The article, "antithrombotic therapy duration after patent foramen ovale closure for stroke prevention: impact on long-term outcome", was reviewed. The article presented a case study of a 58-year-old patient. It was reported that on an unknown date, an unknown amplatzer pfo occluder was implanted. It was then reported on an unknown date about 1.4 years post-procedure, the patient experienced an ischemic stroke which they recovered from. The patient was not on antithrombotic therapy at the time of event, there was no shunt/thrombus associated with the device via transesophageal echocardiography, and no atrial fibrillation was noted. The article concluded that short-term (6 months) antithrombotic therapy (att) after pfo closure did not impair the clinical outcome, with a preserved low rate of recurrent stroke (0.3% patient-year) and device thrombosis (0.2% patient-year) at 10-year follow-up. [The primary and corresponding author was joelle kefer, division of cardiology, cliniques universitaires saint-luc, universit´e catholique de louvain (uclouvain), brussels, belgium, with corresponding email: joelle.kefer@uclouvain.be]